Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing no fluid in the reservoir. The reported condition of a back flow was not confirmed. Visual examination of the unit showed no evidence of physical abnormality. A functional test was subsequently performed by manually filling the sample with water to its nominal volume. During and after fill, no signs of abnormality were observed on the reservoir. Evidence of flow was visually observed at the distal luer after fill, and flow continued without stopping. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report of an infusor that had back flow during patient therapy. The device was filled with a solution of ropivacaine hydrochloride hydrate, fentanyl citrate and saline. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.